Event description:
On (B)(6) 2015, cormatrix cardiovascular received details of an event involving a tricuspid valve fabricated from cormatrix ecm material. Details of the event are provided below. It was reported that approximately 10 months prior, a (B)(6) male patient underwent a tricuspid valve replacement with a valve fabricated from cormatrix ecm material. The patient later presented with some chest pain. An echo determined that the tricuspid valve had open leaflets. It appeared the papillary muscle connection gave way. The valve was replaced on (B)(6) 2015 and the patient is reported as doing well. The valve was fabricated from the cormatrix ecm for pericardial closure. The use of the cormatrix ecm to construct heart valves is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for pericardial closure product, which is indicated for the reconstruction and repair of the pericardium.

Manufacturer narrative:
The sample was returned for evaluation and received by cormatrix on (B)(6) 2015. Prior to receipt, the sample had been stored in saline for at least 3 days. Immediately upon receipt at cormatrix, it was placed into 10% neutral buffered formalin. Histology evaluation was performed in the area in which the papillary attachment was torn. The sample was sectioned and stained with an h&e and a masson stain. Microscopic evaluation showed a lack of viable cells throughout the sample and a delamination of the layers. The presence of some diffuse violet staining may indicate that cell lysis occurred during the prolonged period in which the sample was left in saline. The pronounced delamination of the sample most likely occurred due to this saline exposure. Due to the improper handling of the valve prior to receipt at cormatrix cardiovascular, no further conclusions can be drawn.